Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was black and was unable to turn back on. The field service engineer (fse) reported that the station had shut down unexpectedly with a message indicating ac power was lost and to check power connections, with no loose connections found. The fse replaced the power module, ran power tests in diagnostics which passed, observed no issues while onsite, and confirmed that the customer completed medication inventory with no issues. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen was black and was unable to turn back on. Customer reported receiving a "failed electrical" error, after which the station screen went black and does not power back on. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.